Event description:
As reported via legal documentation the patient had a right knee revision approximately 6 years and 2 months after the first revision the patient had a second right knee revision. The patient has suffered from the following injuries and complications: re-revision surgery, osteolysis, bone loss, synovitis, mechanical failure and component loosening, prosthetic wear, joint pain, swelling and instability. L. Potential contributions of manufacturing, user, and patient-related but could not be confirmed. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01917. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."